Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from an accuchek inform ii meter, serial number (B)(6) compared to another accuchek inform ii meter. On (B)(6) 2024 at 5:18 p.m., the meter result was 261 mg/dl. At 5:23 p.m., the meter result was 313 mg/dl. At 5:36 p.m., the meter result was 200 mg/dl. At 5:40 p.m., the result from another glucose meter was 191 mg/dl. The result was from the other meter was deemed correct.